Event description:
It was reported that device contamination occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During unpacking, it was noted that the balloon had obvious signs of breakage and rusting. There were no patient complications.

Manufacturer narrative:
Device was not returned for evaluation. However, an analysis was concluded based on the received photo of the complaint device. A blade oxidation was confirmed and the device had been inflated and that the balloon had been exposed to liquid/moisture.

Event description:
It was reported that device contamination occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During unpacking, it was noted that the balloon had obvious signs of breakage and rusting. There were no patient complications.